Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that false occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.